Event description:
It was reported the gastrointestinal videoscope could not be recognized by the processors. The issue occurred during a diagnostic gastroscopy. The device had to be replace along with partial termination of the examination and repetition of procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 scope error code, no display image, and foreign material in the air/water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely a corrosion on the plug unit led to the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.